Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The ratchet driver was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the return of the product, the event is non-verifiable. A root cause cannot be determined. Device evaluated by MFR: device was not returned. The item that was returned was an unknown fixture removal tool.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the driver became stuck in the implant. The event did not occur during a surgical procedure.